Manufacturer narrative:
Complaint confirmed. Visual evaluation identified what appeared to be fragments of the broken anchor. However, without the return of the device or more detailed photos, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a facility representative via email that an ar-2923bc pushlock suture anchor broke. This was discovered during a procedure on (B)(6) 2021. When surgeon hit the tip of the pushlock driver with a mallet for implantation of the anchor, it broke into pieces.